Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, fluoroscopy was performed and externalized conductors were observed. The physician will decide whether to replace the lead, when the ICD, which is nearing eri, is scheduled for change-out.